Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer reinstalled their current cartridge and resumed insulin delivery. The customer's blood glucose (bg) level was 356mg/dl and a correction bolus via the pump as delivered to address the bg level. The customer reported that manual injections would be used for insulin therapy.